Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the patient was observed with a middle name in the pyxis server. A technical support specialist (tss) connected to the carefusion coordination engine (cce) and was able to reprocess the hl7 and clear the middle name. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient middle name was shown in server but not on adt messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server patient middle name was shown in server but not on adt messages. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.